Manufacturer narrative:
Belt sn (B)(4) has not been recovered. After multiple follow up attempts, the patient's grandson stated that anything on the patient's body was disposed of at a government facility. Review of the download data does not indicate any device malfunction that would cause or contribute to the patient's death. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (patient death) was investigated. As received, the monitor passed incoming functional testing. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the device, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. The patient's family member discovered the patient a little before 9 pm. Review of the downloaded data indicates that the lifevest delivered two treatment shocks during ventricular fibrillation. The first shock converted ventricular fibrillation to an accelerated idioventricular rhythm at 60 bpm. Approximately one half hour later the patient's rhythm degraded to bradycardia then asystole and transitions back to ventricular fibrillation. The second shock converted ventricular fibrillation to asystole. The patient remained in asystole until the electrode belt was disconnected approximately one hour later. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy.